Event description:
It was reported that the customer was hospitalized in a hyperosmolar hyperglycemic state, with a blood glucose reading of 1145 mg/dl. The customer experienced nausea and shortness of breath. The caller asked that we reach out to the pt for troubleshooting. She stated that there was an insulin leak coming from the reservoir. Attempted to call the customer, but got no answer. The caller stated that the customer was still hospitalized, and was still wearing the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.